Event description:
It was reported to boston scientific corporation that a re-entry¿ malecot nephrostomy catheter was implanted in the kidney during a procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient was examined for a percutaneous nephrectomy and it was found that the catheter had broken. The broken piece was retrieved by the physician and replaced with a new catheter. There were no patient complications reported as a result of this event.